Event description:
It was reported the patient was involved in a physical altercation and soon after the patient started to experience sensitivity at the ipg pocket and the area started to feel warm when the stimulator was turned on. Follow-up identified the patient had her scs ipg explanted and replaced with a new ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: as received the returned ipg was visually inspected, some instrumentation marks were observed which are consistent with the explant procedure. The reported event for ¿pocket heating¿ was not confirmed. The ipg was tested to manufacturing specifications and passed all tests. In addition, the ipg outputs were monitored on an oscilloscope. A load block was attached and stimulation was enabled. No abnormal signal outputs were observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.